Event description:
It is reported that the customer had high blood glucose levels of 308 mg/dl. The customer was treated with manual insulin injections. The customer reported multiple no delivery alarms from the insulin pump. Troubleshooting was done. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.